Event description:
During central processing, the user facility identified a chip in the blade of the monopolar curved scissors instrument. Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to (B)(4) of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the chip in the instrument's blade. Pitting/chipping was found on one of the instrument's blade at the distal end. Around the blade tip, there was metal material missing causing the blade to not close properly. Engineering concluded that the blade damage may be due to improper cleaning. Additional observation not initially reported by the site were corrosion on the back idler pulleys and deep scratches on the main tube extension. The back idler pulleys showed corrosion around the edges of each pulley. The scratches on the main tube extension exhibited material removal and a rough surface. Engineering concluded that the damages may be due to mishandling. Electrical continuity testing was performed on the instrument and passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.